Event description:
System was explanted, and replaced with leadless pm, due to severe tricuspid regurgitation exacerbated by ventricular pacemaker lead across valve. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.